Event description:
(B)(4). Allergy to nickel and other metals. Hives randomly and fevers randomly. A dominant pain. Painful intercourse.

Event description:
(B)(4). Total abdominal hysterectomy including removal of tubes, adenomyosis, cysts on my tubes and ovaries.